Event description:
A customer reported that a set leaked. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the evaluation has been completed.